Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited farfield oversensing of atrial events on the ventricular channel. The oversensing resulted in pacing inhibition in this pacemaker dependent patient. During the lead revision procedure, repositioning the lead did not resolve the oversensing, so the lead was explanted and replaced with a non-guidant lead. The cardiac resynchronization therapy defibrillator (crt-d) was also explanted and replaced with another guidant crt-d due to the recall advisory on this model. Also, the left ventricular lead exhibited insulation damage that was repaired. No therapy delivery issues were reported with this damaged lead.